Manufacturer narrative:
The solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of patient death. It was stated that thrombectomy devices were used at the occlusion site, followed by the use of a solitaire device, during which the tici score remained 1. The surgery was completed and guiding system removed, followed by the patient developing a symptomatic intracranial hemorrhage in the occluded vessel area. As a result of the issue, within 24 hours consciousness disturbance was identified and remained as a sequelae. The patient then died due to brain stem infarction. Shortly after surgery the nigss score was 36 points and the mrs was 6. According to the physician the intracranial hemorrhage occurred at the time of use after the revive se was used, leading them to believe there was no causal relation of the issue to the revive se. The patient was undergoing surgery for treatment of an acute stage cerebral infarction accompanying obstruction of the medial basilar artery of the vertebral basilar system. The mrs score before onset was 3. Preoperative stroke program early CT score (aspects-CT) was 10 points, aspects-dwi was 11 points, national institutes of health stroke scale (nigss) was 33 points, and thrombolysis in cerebral infarction (tici) was 0 points. The occlusion site was gently tortuous and no stenosis proximal to the occlusion site was identified. The patient had a disease history of cerebral infarction, hypertension, and revascularization surgery/coronary artery stent.